Event description:
The user facility reported the surgical table indicates it is locked with a patient on it, but still moves. The procedure was completed successfully and no injuries were reported.

Manufacturer narrative:
A steris technician inspected the table and found the foot sensor was not operating properly, causing the sensor to send a false reading to the hand control. The technician replaced the foot sensor, tested the table and returned it to service. No further issues have been reported with the table.